Event description:
It was reported the patient never had therapeutic effect. It was noted the stimulator worked, but did not improve their symptoms. It was reported the patient turned stimulation off four days prior to call and wanted to change programs. It was noted the patient felt stimulation in their labia and it was uncomfortable. It was reported the stimulation occurred since implant and was sudden. It was noted the patient felt stimulation about every minute. It was reported the patient was on program three at 0.0v and switched to program four at 1.2v while on the phone. It was noted the patient felt stimulation at the implant site and lower down near the buttocks. It was reported the stimulation was more comfortable and more constant.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0k32n, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).